Event description:
Same as manufacturer's report # 6000089-2006-01080 tap it was reported 294 days after implantation of two 2.75x32 mm taxus express2 drug eluting stents, an in-stent restenosis occurred. During the initial procedure, the stenotic lesion was located in the right coronary artery (rca). No information was reported concerning vessel tortuosity or calcification. Two 2.75x32 mm taxus stents were deployed in the lesion. A post intervention percent stenosis was not reported. The patient received angiomax during the procedure. No information was repoted concerning patient complications. The patient presented 294 days after the initial procedure with a 95% in-stent restenosis in the rca. Two 2.75x16 mm taxus stents were deployed in the lesion. A post-intervention stenosis of 0% was reported. No patient complications were reported.